Event description:
It was reported that the patient presented to the emergency department and the physician noted a pleural effusion; the patient deceased. The patient had recently had the lead implanted and was noted to be doing well after the procedure. The cause of death was unknown. No additional information was available at this time.

Manufacturer narrative:
(B)(4).